Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient is not receiving effective foot stimulation. A sjm representative was unable to resolve the issue with reprogramming. The patient is working with the physician to determine the next course of action.